Event description:
Additional information received reported that the infusion system was explanted in (B)(6) 2012, per the patient¿s wishes. It was stated that fluoroscopy was done and the healthcare professional (hcp) ¿did not see anything wrong.¿ it was noted that the patient was offered to try a neurostimulator, but refused. It was further reported that no explanation or testing was performed on the pump.

Event description:
Patient reported she had good therapy for three months and then the therapy stopped. Patient reported a golf ball size knot that had been on the spine at the catheter site since 3.5 months after implant. Patient reported the bump went down and would swell up every so often and then it went away. Patient stated after the knot went away, the therapy stopped working and she began to experience symptoms. Patient reported she felt as though she had withdrawal symptoms starting (B)(6) 2012. Patient was not due for a refill as she had one three weeks prior. The following symptoms were reported: acute pain, nausea and spinal headache. Patient stated she felt "cold water dripping on me". Patient stated she felt sensation over the pump site, had swelling like "something is growing" on the pump site and the pump was "leaking". Patient stated it was "hard to walk" and had pain throughout her body. Patient had an appointment and the plan was to switch the dilaudid in the pump to fentanyl. Patient stated it felt like the pump was "pulling away from the skin". Imaging was performed and revealed no issues. Patient stated hcp was titrating her down. Patient stated she was unable to ask hcp questions and was hurt when the pump was injected. Per hcp there was no event and no issue. It was indicated that the pump previously delivered morphine and dilaudid. The pump was currently delivering fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2011 explanted: unk. (B)(4).